Event description:
It was reported that a multifiltrate pro machine had a system crash during a patient¿s continuous renal replacement therapy (crrt). The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Investigation: the sample was not returned. The review of the complaints revealed that the reported failure is a known event. Investigation of the machine files revealed that a communication error occurred which ultimately resulted in a system error. A bugfix was created which significantly improves the error behavior. After switching the system off and on, it should work again. A review of the device history record review was not performed as the reported event is a known event and attributed to the failure mode design. Based on all performed investigation/evaluations, the described behavior could be reproduced. The error code is a collected error code for all kids of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the reported error code. As this type of pgm error can be caused by different causes, there is currently not a single root cause. The reported error usually leads to the termination of the treatment. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible per the instructions for use. The error is in scope of product improvement. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable.

Event description:
It was reported that a multifiltrate pro machine had a system crash during a patient¿s continuous renal replacement therapy (crrt). The patient¿s blood was not returned, and as a result they experienced approximately 500 ml of blood loss. The sample was reported to not be available for evaluation. Additional information requested but has not been obtained.